Manufacturer narrative:
Cause of dislocation is not known. No product malfunction reported. No previous incidents of same nature. No product non-conformance recorded in house. Potential cause is bone poor quality, improper size implants or other. This event is not related to product malfunction.

Event description:
Patient dislocated previously implanted hip system. Surgeon removed head and neutral liner. Inserted a face changing liner and new head. Patient stable after the surgery.